Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, the shunt sensor leaked. The problem occurred two times; however, event information was only provided for one occurrence. The product was changed out. There was no delay, and the surgery was completed successfully. There was less than 1cc of blood loss.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).